Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Concomitant medical devices: customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Associated products: medical product: e1 ringloc bipolar 28x50mm, catalog no.: 110010470, lot no.: 106510. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that during a procedure performed on (B)(6) 2021, the biolox delta head was difficult to position with the bipolar liner. The devices were used to complete the procedure.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device remains implanted.

Event description:
It was reported that during a procedure performed on (B)(6) 2021, the biolox delta head was difficult to position with the bipolar liner. The devices were used to complete the procedure.